Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h6, h10 reported event was confirmed by review of x-rays provided. Two radiographs were provided with cmp-0510810, taken on an unknown date before revision. On the medio-lateral radiograph, large gaps are visible posteriorly to the stem of the tibial component and anteriorly between the femur and the femoral component. The latter has loosened and moved from where the femur was resected and the component fixed. Large osteophytes and possible bone or bone cement debris are visible within the joint space. Regions of radiolucency are present in the proximal anterior portion of the tibia. On the antero-posterior radiograph, there appears to be a varus collapse of the tibial tray leading it to tilt. Severe bone resorption appears to be present laterally to the stem of the tibial tray, where a bone fracture may be present. The femoral component also appears tilted, following the angle of the tibial tray. Large ostephytes and debris are visible both medially and laterally within the joint space. There are multiple factors that can contribute to late loss of fixation, including sub-optimal component sizing and positioning, impingement against osteophytes, extruded cement or third bodies, soft tissue laxity, patient trauma, deteriorated bone stock quality and other patient-related factors and preexisting or new medical conditions. Provision of the immediate post-primary radiographs is required for a full assessment of the initial sizing and positioning of the components. In this instance, failure of the implant after approximately 19 years is likely to be multi-factorial. However, primary and revision surgery notes and patient information are required in order to determine the root cause of the device failure. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial right knee procedure. Subsequently, the patient was revised due to loosening.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in the (B)(6). An additional MDR report was filed for this event, please see associated report: 3002806535-2019-00541. Concomitant medical products: agc trad univ intlk fem 70. Catalog #: 155424. Lot #: 416277. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right knee procedure. Subsequently, the patient was revised due to loosening.